Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screws had backed out/migrated. The patient underwent a revision surgery to replace the migrated set screws. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show a (B)(6) case reviewed surgery in 2012 followed two months later with notice of set screw back out and hook dissociation. Eventually four set screws migrated forcing revision. X-rays include a preoperative thoracic and ap lateral showing moderate scoliosis. Immediate postop films show a construct from t10 to l4 utilizing hooks and two cross links. Subsequent ap film shows dissociation of the superior hook from the rod and loose set screw.